Event description:
Reporter indicated that during generator replacement surgery, intra-operative diagnostics on the new generator indicated high lead impedance. The new generator was tested and found to be working properly. At this time, the surgeon believed the issue to be with the lead. Consent for lead revision was not obtained prior to surgery. The surgeon decided to place the original generator back in the patient and close the incision. Further follow-up revealed device diagnostics prior to revision surgery gave an "error message" suggesting the malfunction was either "insufficient battery life or high lead impedance." Misinterpretation of the diagnostic results lead the programmer to believe the issue was caused by battery depletion. Revision surgery is likely. No serious injury was reported in conjunction with the high lead impedance event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.